Event description:
It was reported that the right ventricular (rv) lead was over-sensing and had increasing short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4)